Manufacturer narrative:
Results: both of the returned catds were ovalized on their distal tips. The second catd evaluated was kinked approximately 21.0 cm from the hub. Conclusions: evaluation of the returned catds revealed ovalizations on their distal tips. If the peelable sheath provided by penumbra is not properly used during introduction of the catd into a parent device, damage such as an ovalization may occur. The first catd evaluated was kinked on its distal end where the peelable sheath had been seated. This further supports the improper use of the peelable sheath upon attempts to introduce the device into the parent sheath. Forcefully gripping or pinching the device while attempting to advance the catd into a parent device may have contributed to the observed ovalizations. Further evaluation revealed kinks on the catd midshafts. These were likely incidental and likely a result of the returned condition. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01331.

Event description:
The patient was undergoing a thrombectomy procedure to de-clot a loop graft using indigo system catd aspiration catheters (catds). During the procedure, the tip of a catd became kinked while being advanced through a non-penumbra sheath and, therefore, the catd was removed. The physician then attempted to use a new catd, however, the tip of the new catd became kinked as well, and therefore, it was removed. The physician then noticed that the loop graft had torn and, therefore, the physician implanted stents to treat the tear. The patient was then sent to the operating room to remove the arterial plug and complete the procedure.